Event description:
It was reported the patient was burned.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: burn is being attributed to the probe thus no alleged deficiency with device probable root cause: poor insulation on receptacle board manufacturing error use error the reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The catalog number is not known at this time, therefore the gtin and 510k are not known. However, should it become available it will be provided in future reports.

Event description:
It was reported the patient was burned.